Event description:
During a routine follow-up, the ICD experienced a device reset. Thirty-one noise reversions were also seen on the diagnostics. The patient works as a check-out clerk in a retail store and works in close proximity to a de-magnitizer; this may possibly account for the large number of reversions. The patient does not pace with the device and has received no high voltage shocks, yet the battery depleted from 3.0 v to end-of-life in less than three months; the cause of the battery depletion is unknown. A review of the electrogram showed no markers. The decision was made to explant the ICD.